Event description:
Complainant alleged that while treating a pt (age & gender unknown) the device displayed a "pacer fault 117" message and would not charge defibrillation energy. Complainant indicated that the pt subsequently expired; however, it was not a result of the reported problem.